Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10316. It was reported that the patient presented in clinic for a generator change. Prior to the procedure, interrogation revealed noise and noise reversion episodes on the right atrial and right ventricular leads. The physician alleges that the noise was caused by an external source. The patient will be monitored. The patient was stable.